Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of greater than 600 (mg/dl) that required the customer to go to the emergency room (ER) in (B)(6) 2015 and (B)(6) 2016. Reportedly, customer does not know if they had ketones or diabetic ketoacidosis during either of the events. For both ER visits, customer was treated with intravenous insulin and discharged a few hours later in stable condition.